Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8114999. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Based on investigation results to date, root cause to manufacturing process cannot be determined. No samples or photos were returned for evaluation.

Event description:
It was reported that during use of the angiocath special gray 16ga x 5.25in the customer complained that it broke during thoracentesis. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: the customer complaint that the catheter broken in body during extubation of the thoracentesis.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the angiocath special gray 16 ga x 5.25 in the customer complained that it broke during thoracentesis. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer complaint that the catheter broken in body during extubation of the thoracentesis.